Event description:
It was reported by the sales rep that during a procedure, pouch deployed inside patient, but surgeon could not close for removal. The plunger was stuck all the way down, and would not pull back. Device and trocar removed from patient and another device was used to complete. There were no patient consequences.

Manufacturer narrative:
Information anticipated, but unavailable at this time.